Event description:
It was reported that a malfunction alarm occurred with a code identified as malf 0. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer by providing instructions on how to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer acknowledged and understood.